Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("frequent migraine headaches"), tooth disorder ("excessive dental issue") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, tooth disorder and abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: she sought treatment for her symptoms from, but was unable to resolve her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("frequent migraine headaches"), tooth disorder ("excessive dental issue"), abnormal weight gain ("excessive weight gain") and menopause ("he argued with me and said then it could be from me having early menopause I said I'm only 23, this can't be"). The patient was treated with surgery (to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, tooth disorder and abnormal weight gain had not resolved and the menopause outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, menopause, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: she sought treatment for her symptoms from, but was unable to resolve her symptoms. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Event : he argued with me and said then it could be from me having early menopause I said I'm only 23, this can't be were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. On (B)(4) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("frequent migraine headaches"), tooth disorder ("excessive dental issue"), abnormal weight gain ("excessive weight gain") and premature menopause ("early menopause"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornual resection of tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, tooth disorder and abnormal weight gain had not resolved and the premature menopause outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain, premature menopause and tooth disorder to be related to essure. The reporter commented: she sought treatment for her symptoms from, but was unable to resolve her symptoms. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("frequent migraine headaches"), tooth disorder ("excessive dental issue"), abnormal weight gain ("excessive weight gain") and premature menopause ("early menopause"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornual resection of tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, tooth disorder and abnormal weight gain had not resolved and the premature menopause outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, heavy menstrual bleeding, migraine, pelvic discomfort, pelvic pain, premature menopause and tooth disorder to be related to essure. The reporter commented: she sought treatment for her symptoms from, but was unable to resolve her symptoms. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.